Manufacturer narrative:
The device involved in the reported incident has been rec'd for an eval. An investigation has been initiated based upon the reported info.

Event description:
An accudrain with anti-reflux valve was reported to have a problem with the burette slider becoming stuck and preventing it from moving up and down. The unit was in contact with the pt, however, there was no injury as a result of this event.